Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation, with abrasion adjacent to it, on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the inlet tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was also noted on the longer exhaust tube of the pump. A separation was noted on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces showed them to be rough and irregular, indicating stress was exerted. Partial separations are noted on the strain relief of the reservoir. Testing revealed these to not be sites of leakage. Microscopic examination of the surfaces appear to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, quality concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the shorter exhaust tube to be kinked backwards onto itself, resulting in a separation and leakage. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition the separation noted in the reservoir inlet tube would also allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant was deflated and not working. The physician indicated it looks like a tubing issue at the reservoir, caused by an external brace the patient had to wear that put extreme pressure on pelvis. The physician did not think it was anything related to the implant not performing correctly.